Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The device was returned to zoll medical corporation. During the investigation it was noted that the report of the device not powering up was verified during evaluation. The hi/lo pd to battery connector cable was found not fully seated on connector of the pd engine. The cable was reseated to remedy the issue. No emerging trend based on similar reports.